Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use an everflex entrust self-expanding stent to treat a superficial femoral artery lesion with calcification and moderate tortuosity in a patient. No embolic protection was used, no damage noted to packaging (i.e. Shelf carton, hoop/tray), no issues noted when removing the device from the hoop/tray. Device was prepped per the IFU with no issues noted. Resistance was encountered when advancing the device, no excessive force used. The physician tried to deploy the everflex stent. But stent jumping happened so used another stent. No patient injury reported.

Manufacturer narrative:
Device evaluation; the entrust sds was received with the inner guidewire lumen / pusher protruding from the distal end of the outer sheath, and without its red safety tab and tube. The handle¿s safety tab cavity was examined: no accordion folding of the inner guidewire lumen was noted, and the pull cable was observed within the cavity. The printed strain relief was removed, the pull cable running parallel to the inner guidewire lumen was observed indicating that the pull cable remains attached to the outer sheath and thumbwheel. The handle was split open along its seams for further analysis, (photo 10). No abnormality of the inner guidewire lumen was noted. The pull cable remained properly routed around the pulley and remained attached to the thumbwheel. The distal end of the handle was examined: no abnormal wear from the pull cable was noted; this indicates that the pull cable was properly routed within the handle. If information is provided in the future, a supplemental report will be issued.